Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
T was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at septum. When in use, the isolation plug leaked, need to make a claim, need a complaint return letter, need a complaint acceptance letter. Unable to return defective product, photos available.

Manufacturer narrative:
1. Production record check - lot#4145146 1) this batch of products will be assembled in jingma automatic line 4 in april 2024 and packaged in r240 packaging line and cfs packaging line in june 2024, with a work order quantity of (B)(4) pieces. 2) check the process test report and shipment test report, and the test results are in line with product standards. 3) check production records for any conformity, deviation or rework behavior. 2. Customers return samples and photos without defects. 3. The retained samples of this batch were taken for relevant functional tests: 800mm simulated clinical leakage test and 45psi leakage test. The test passed, and no leakage was found in the isolation plug and other parts of the sample. See the attached test report. 4) for the leakage at the isolation plug, the factory has started CAPA. 3. The 800mm simulated clinical leakage test was conducted on 20 retained samples of this batch. It was found that a few samples were leaking at the end of the isolation plug after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out. Conclusion: in response to the leak at the plug, the plant has initiated CAPA to trace and investigate the root cause.

Event description:
No additional information provided.